Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent omni thrombectomy device. Visual and tactile examination presented no damage or irregularity noted in the catheter, hypotube, tip, supply line or pump. The solent omni thrombectomy set was inserted into the ultra-console for functional testing. The thrombectomy set primed and pumped. No irregularities were noted. The device operated as it should have. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an aspiration issue occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a fistula graft. During aspiration, a ¿check saline supply¿ error message appeared and the catheter stopped working. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an aspiration issue occurred. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a fistula graft. During aspiration, a "check saline supply" error message appeared and the catheter stopped working. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.